Event description:
In 08, the pt reported that last week he had elevated blood glucose readings up to over 500 mg/dl at bedtime. He stated he woke up in the middle of the night with dry heaves. He stated his blood glucose readings have returned to normal after receiving add'l training on his insulin infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.